Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. The device was not returned for analysis; however, data logs was received. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient had an unrelated procedure where the device was not placed into surgery mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by an abbott representative to no avail. Clinician programmer (cp) log showed that the device was in service app mode with the following error messages "cannot connect to generator" and "a problem was found with the generator that could not be repaired." Surgical intervention may take place at a later date to address this issue.